Event description:
Event description guidant received information that during the implant of this implantable cardioverter defibrillator (ICD), the patient became hypotensive. As a result, the patient's condition worsened, progressing to shortness of breath and ultimately unresponsiveness. The pocket was quickly closed, and an arterial line was placed to stabilize the patient. To date, there are no specific allegations indicating this device caused or contributed to the critical situation.